Event description:
It was reported that while in the angio lab the (B)(4) was pretested using co2 successfully. The md inserted the catheter into the right femoral artery. When the md deflated the balloon after reaching the pulmonary artery (pa), blood entered the syringe. The md then removed the catheter and requested another catheter. Reference MDR #2242445-2010-00054 for the second report involving the same patient.

Manufacturer narrative:
(B)(4). Follow up report will be filed if additional information becomes available.